Event description:
It was reported that a malyugin ring was used intraoperatively due to poor pupil dilation. Upon lens insertion one of the haptics was torn off the lens. The incision was enlarged, lens was removed, and same model and diopter lens was successfully implanted. A nylon suture was used to close the incision. Patient prognosis is good. Please reference MDR #: 11119279-2013-00188 for the intraocular lens used during the event.

Manufacturer narrative:
The delivery device has been returned to bausch + lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.